Manufacturer narrative:
(B)(6). The date of the event was reported as ¿in the past week¿. One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage under water testing were all performed and the device performed according to product specifications. The reported condition was not verified. The second device not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two clearlink sets would not prime. When the bags were spiked and all the clamps opened, the ¿fluid¿ would not flow through the tubing. The event occurred during prime; therefore, there was no patient involvement. No additional information is available.